Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v660843, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that display showed "call your doctor" icon; a por (power on reset) was seen. They were not able to adjust stimulation. It was later reported that the patient had an x-ray and didn't turn off the device. They reset it and put her back on and the patient felt it. Everything was good, no problems or explant.